Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date between january 2024 and march 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) buretrol solution sets leaked between the connector. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. Additionally, all junctions underwent a push-pull test, and no disconnections were identified. A functional test was performed, and the flow of liquid was confirmed throughout the sets with no issues. The samples were submitted to an underwater leak test and an air passage test, no leaks were identified, and no blockages were found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.